Event description:
It was reported that the unit had no dc operation. There was no pt associated with the reported event.

Manufacturer narrative:
Physio-control, inc. Evaluated the device. The root cause was determined to be due to a poor connection to the power pcb assembly. After reseating and cleaning the power pcb assembly, proper operation was confirmed and the device was returned to the customer.